Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator was on battery power and stopped delivering breaths. Although requested, information pertaining to patient intervention (if applicable) has not been provided. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
The following part was returned for failure investigation: battery. The battery was visually inspected and showed no anomalies. The battery was functionally tested and showed the fuse and secondary over voltage (sov) as red failures confirming a faulty battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device, reviewed the logs and found the primary battery would not charge. The se replaced the battery. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator had a battery alarm with a red primary battery voltage out of range (oor) message. The ventilator continued to ventilate the patient however, the patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.